Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the lad. Approximately 47 months post the index procedure the patient had an mi and was hospitalized. The investigator has assessed that the event was not related to the study stent. Two days post the mi, the patient died. It was assessed that the death was associated with a mi. Cause of death is cardiac death. The investigator has assessed that the event was not related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).